Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 280 mg/dl. The customer was educated on the site and insertion method of the sensor and was warned about restrictive clothing that may alter the way the sensor works. The customer was transferred to the help line for further trouble shooting the sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.